Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Complaint trend data was reviewed and no nonconformance was identified.

Event description:
The initial reporter stated there was an issue with a coaguchek softclix lancing device. The customer inserted the lancet, and could only twist the depth dial to setting number 3. If he tried to force the cap past setting number 3 to setting number 5, the needle would protrude beyond the cap.

Manufacturer narrative:
Occupation is patient/consumer. The product has been requested for return. The investigation is ongoing.